Event description:
It was reported that the pt was seen at the clinic following an accident on the playground at school. He was reportedly hit on the head on the right side over the implant site with a ball. He immediately reported after the hit that he could not hear anything out of his right cochlear implant. The pt is bilaterally implanted. His skin around the implant site was reportedly red following the hit. Testing performed showed gp impedance not determinable, hi's on all 12 channels, coupling and were integrity ok.

Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.